Event description:
Patient was hospitalized and a CT scan revealed that there was a clot in the pa. Patient underwent thrombolysis. The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.